Event description:
It was reported that the patient noticed within the last month she had noticed that her left foot had become numb. It was noted that she always had kept her implantable neurostimulator (ins) turned on and it was unclear if the numbness was present when the ins was off. There was no reported accident or incident related to the onset of this event. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead model 3889-28, lot# v091570, implanted: 2008 (B)(6), explanted: na, programmer model 3037, serial# (B)(4). (B)(4).